Event description:
It was reported that during initial setup the ilet could not pair with the user¿s mobile device despite completing troubleshooting steps including software update, multiple device restarts, and repeated bluetooth cycling, consistent with a device communication malfunction attributed to the pump¿s bluetooth functionality. Symptoms included no clinical symptoms reported and no changes in blood glucose reported. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.